Event description:
The pt is a 41-yr-old woman who initially had bilateral breast augmentation in 1987. Following implantation, she developed capsular contracture immediately. In 1991, she developed headaches, vertigo, ringing in the ears and muscle aches in the neck as well as joint pains in the hand and feet, and fatigue. In addition, the pt also has sjogren's syndrome. Most recently, she has noted increasing breast tenderness where the implant on the left side is more painful. Total capsulectomy is necessary because of the contracture and because of suspected rupture in the left side.